Event description:
Caller indicated the assure 4 meter was giving variable readings. Caller stated that within a few minutes a nurse was testing a residents blood glucose readings, and the results were 400-200-100(not actual readings) the caller did not know the actual readings, she did not know any information in regards to the specific incident. Caller was uncooperative I replaced the meter and requested to have the nurse contact us as soon as possible. She was currently out sick. I have attempted to contact multiple times to obtain the specific details for this incident, however beatrice is still out of the office due to illness.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.